Manufacturer narrative:
(B)(4). Batch # r92e57. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. In addition the device was dimensionally compared to the drawing to include the clamp arm and outer tub and was found to specifications. The device was disassembled to inspect the internal components and no anomalies were found. Related to the reported event. It could not be determined what may have caused the reported incident of: it was difficult to move inside the trocar as harhd36 used for the surgery. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, it was difficult to move inside the trocar as harhd36 used for the surgery. No patient consequence reported.